Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
Customer states, the device failed shock test. No patient involvement.